Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar- 2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014, essure (fallopian tube occlusion insert) was placed. During placement procedure, one coil was skew; the doctors could not see it clearly on ultrasound. A hysterosalpingogram (hsg) was made; it was properly inserted but slightly skew. After placement, she had stabbing pains, increase or heavy blood loss during menstruation, pain during ovulation, pain during menstruation, pain in abdomen, pain in head, lower back pain, depressive feelings, dizziness, tiredness, mood swings or emotionally out of balance, and vision problems. She referred little energy and family problems but did not specify it for one of the events. She contacted a physician and had an operation on the nose in connection with headaches, dizziness, and black spots. She also contacted a psychologist. She mentioned she had not recovered and had as treatment she had scheduled essure removal. Company causality comment:this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had stabbing pains (interpreted as pelvic pain). Essure removal was planned. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6)-year-old female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had stabbing pains (interpreted as pelvic pain). Essure removal was planned. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case, there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.